Event description:
The advocate stated her husband received blood glucose readings of 50 and 56mg/dl on the contour ts meter. He was experiencing hyperglycemic symptoms of lightheadedness and headache. He was taken the hospital emergency room where he was given 500mg of metformin. No additional information was provided about the incident. The customer was using expired test strips. Replacement meter and strips were sent to him.